Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is displaying/alarming system over temp. There was no patient involvement.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h10, h11. Corrected fields; b5, d4(UDI#), e3. A getinge field service engineer (fse) was sent to investigate the issue, the fse confirmed the issue and replaced the defective temperature sensor. After replacing the defective part the iabp passed all functional and safety tests. The unit was returned to the customer for use.

Event description:
It was reported that prior to use, during morning checks, the cardiosave intra-aortic balloon pump (iabp) is displaying/alarming system over temp. There was no patient involvement.